Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra2 meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the pt on the next day, and obtained the following info. The pt reported that the subject meter provided an alleged high reding (and not low as documented) on the morning of the event date. At 8:30 am, the pt reported obtaining a result of "140 mg/dl" on the subject meter. The patient's spouse then administered an unspecified amount of novolin (based on a sliding scale) and 25 units of lantus insulin. Approximately 2-3 hours after taking the insulin, the pt claimed he started to feel fatigued, nauseous, and began to sweat profusely. His wife immediately gave him some orange juice with added sugar, but when his symptoms did not get better she contacted emergency services. The pt reported that his blood glucose was tested with the emt's meter but he could not recall the result. When taken to the emergency room, they obtained a reading of "40 mg/dl" on an ER meter and the pt was reportedly treated with IV glucose. The pt stated he was admitted into the hospital for 3 days to "regulate his blood sugar." At that time of troubleshooting, the customer care advocate (cca) confirmed that the pt was using the correct testing technique and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged reading and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.